Manufacturer narrative:
Device manufacture date, evaluation codes: additional information/ device evaluated by MFR?: corrected data. (B)(4). The single innie 7x50mm polyaxial screw (product code: 1797-12-750, lot number: atmftj) was returned to the complaints handling unit (chu) on september 22nd, 2016. The screw was fractured at the neck of the screw. The shank component exhibited significant tool markings, presumably from implant recovery, which prevented analysis of the shank¿s fractured surface. The screw was subsequently submitted for fracture analysis. The fractured surface of the shank sphere retained within the head component was further analyzed. Optical images of the fractured surface shows two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. This implies that the fracture initiated at one end and then propagated through the region to full failure/breakage (rough region shown) presumably when the strength of the remaining region was insufficient to bear the load. The image reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. No hardness testing could be performed on the polyaxial screw due to the surface morphology of the screw. However, this screw met specifications according to its device history review. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw breaking postoperatively cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be fatigue failure due to high forces being exerted on the screw over an extended period of time, resulting in the fracture once the strength of the remaining region could no long withstand the applied load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken screw in s1: primary surgery: spondylodesis l5s1, spondylolysis l5, spondylolisthesis l5s1, cage, allo- and autograft. Three (3) months after surgery, screw in s1, right side is broken. No obvious screw loosening in xray or CT. Revision surgery 14.9.2016, all screws removed,still moderate fit. Replaced with 8mm screws, autolog bone grafting .